Event description:
Case #: (B)(4).case subject: npi 8100 error 200.5040. Account name: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) / biomed need assistance on 8100 module sn (B)(6) having an error 200.5040 failure device type: failure problem type: failure mode: case resolution: the 8100 module need to re-flashed . I walk him thru the process on how to flash pump. I also refer to asm v10.33 user manual for his reference in the future. Unable to flashed the pump module right now due to unable to locate the point of care software v9.19.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 error 200.5040. Technical support - the 8100 module need to re-flashed . I walk him thru the process on how to flash pump. I also refer to asm v10.33 user manual for his reference in the future. Unable to flashed the pump module right now due to unable to locate the point of care software v9.19. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/20/2014 to the present date 11/18/2020 and confirmed that this device was previously returned for servicing 1 time unrelated to the customer reported issue. And there were no production failures indicated on the source device. The customer¿s reported problem was confirmed. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Event description:
Case #: (B)(4). Case subject: npi 8100 error 200.5040. Account name: (B)(6) hospital. Account #: (B)(4). Asset name: 8100 pump module 9.17.0.22. Contact: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) / biomed need assistance on 8100 module (B)(6) having an error 200.5040. Case resolution: the 8100 module need to re-flashed . I walk him thru the process on how to flash pump. I also refer to asm v10.33 user manual for his reference in the future. Unable to flashed the pump module right now due to unable to locate the point of care software v9.19.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 error 200.5040. Technical support - the 8100 module need to re-flashed . I walk him thru the process on how to flash pump. I also refer to asm v10.33 user manual for his reference in the future. Unable to flashed the pump module right now due to unable to locate the point of care software v9.19. A review of the device history record for (B)(6) was performed from date of manufacture (B)(6) 2014 to the present date (B)(6) 2020 and confirmed that this device was previously returned for servicing 1 time unrelated to the customer reported issue. And there were no production failures indicated on the source device. The customer¿s reported problem was confirmed. A review of the complaint history record in the trackwise was performed for the (B)(6) which confirmed no similar complaints with the same or related failure mode.

Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6)/ biomed need assistance on 8100 module sn (B)(4) having an error 200.5040. Case resolution: the 8100 module need to re-flashed . I walk him thru the process on how to flash pump. I also refer to asm v10.33 user manual for his reference in the future. Unable to flashed the pump module right now due to unable to locate the point of care software (B)(4).